Event description:
Customer states "sudden/non-clinically evident oximeter values on ge monitor. Values dynamic from 44 for 2 seconds then show 94% without clinical correlation. Values return to greater than 90% in the next immediate 1-2 seconds without gradual rise. During the event, oximetry equipment was being evaluated by oximeter co reps and 3 rns. Oximeter site and probe and placement and connections and infant status verified by the lead co rep witnessing the equipment malfunction including the 3 rns and co oximeter reps at bedside. Co reps notified by rn that oximeter reading behavior is not normative or correlative with the pt's condition." No known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted. A review of the maude report description does not indicate that an adverse event occurred. This is a follow up to the user facility report submitted and received by masimo. See user facility reference no (B)(4).